Event description:
A user facility reported that the visera elite video system center camera connection is loose in the front when the camera is connected. The event occurred during preparation for use, prior to a therapeutic procedure. During a standard service inspection of the customer returned device, a worn-out video connector latch was observed. This report is to capture the reportable malfunction found at inspection and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a worn-out video connector latch. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the worn-out latch could not be determined. Olympus will continue to monitor field performance for this device.